Manufacturer narrative:
Updated fields: d10, g4g7, h2, h3, h4, h6, h10 unique device identifier (UDI): ((B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned mayfield skull clamp. Evaluation showed that the lock has movement and a residue buildup is present. The unit needs repair, pm and replacement of worn parts. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the frame of the mayfield skull clamp has a loose locking knob and needs repair. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.